Event description:
It was reported that there was no insulin seen dripping during fill tubing. The cartridge and infusion set were changed out and the load process was able to be completed successfully. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.